Event description:
This device was sent to us with a warranty claim without any information about an injured person. Examination of the device revealed that there was a failure during therapy. In addition, we have tried to obtain more information about this complaint but have not received informations.